Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; protector of universal cord on control section side has a cut; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; bending tube is deformed; bending section cover or distal sheath rubber has a chip; universal cord has a scratch; distal end cover has a scratch; connecting tube has a scratch; connecting tube has discoloration; scope cover unit has a scratch; electrical contact of endoscope connector has a discolored area; electrical contact of endoscope connector has a scratch; scope connector has a scratch; grip has a scratch; scope cover has a scratch; suction cylinder is shaved; forceps elevator knob has a scratch; up/down knob has a scratch; right/left knob has a scratch; and control unit has discoloration; and the control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis lucera elite gastrointestinal videoscope, operation unit universal side folding part broken. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there is a foreign object inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer did not know what the material was. It is unknown if there was a delay to the start of pre-cleaning. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the scope was immersed in a detergent solution. It is unknow if the customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.